Manufacturer narrative:
The zoll catheter was returned to zoll on 10/01/2018 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, during a (B)(6) male ivtm therapy for hypothermia, after 4 hours of dwell time, the facility nurse observed saline leak with the icy catheter (ln unknown) and upon catheter removal, found a defective balloon. Smooth insertion of the catheter through the patient's left femoral. The nurse placed a new catheter into the patient and continued with therapy with no issues. No known impact or consequence to patient.

Manufacturer narrative:
The reported complaint of icy catheter leak was confirmed during functional test. A shaft leak was observed at 4 cm away from distal end of manifold. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a shaft leak was observed at 4 cm away from distal end of manifold. Thus, confirming the reported complaint. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for icy catheter with lot number 78961. Ccr (B)(4), a bonding leak was found at the distal end of distal balloon during functional testing.